Event description:
It was reported that the pump was not working properly resulting in the customer being hospitalized multiple times; details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event.